Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. No image was presented due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the image was not coming up while using the high-definition camera head. The intended procedure was completed with a similar device with no surgical delay. No other devices were involved in the event. No patient harm reported. The device had been inspected prior to use with no findings.